Event description:
The customer reported the device gives low blood pressure readings and spo2 issues. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. A "replace sensor" error message appears when connecting a known good sensor, only nibp measurements are possible. Internal inspection found recessed pins inside the tb-20 connector which prevents proper contact with the sensor. A known good tb-20 connector was temporarily installed in the device and the device can recognize the sensor and take measurements without any errors or failures. "Replace sensor" error message appears due to recessed pins inside tb-20 connector not making proper contact with sensor. The spo2 and pulse rate simulator tests were performed. Both manual and preset simulation tests passed. No product performance issue identified related to spo2 and pulse rate. The nibp accuracy test was performed on the returned device using fluke prosim 8. The device displayed measurements were comparable to prosim 8 simulated target point. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device gives low blood pressure readings and spo2 issues. No patient impact or consequences were reported.